Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported MFR number 0001825034 - 2021 - 02904

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported MFR number 0001825034 - 2021 - 02904

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-111111 7399170 exact reamer handle (ez clean), 00879000525 61811350 u-joint shaft 3.5 mm hex. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, both reamer handles broke along with a screwdriver shaft. It was reported the patient had very hard bone. No adverse events have been reported as a result of this malfunction. Additional information on the reported event is unavailable